Event description:
Additional information received indicated that the patient presented to the clinic. The pacemaker was in backup mode, following the patient undergoing an MRI procedure. Programming changes were performed to restore normal device function. The patient was reported to be stable.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the pacemaker was in backup mode. No other information was available.